Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "low" (specific value was not provided). Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event. Recommendation was made to discuss diabetes management with a health care professional.